Event description:
The hospital reported that, during testing, it was noted that the unit was not alarming when the oxygen cylinder and pipeline supply were disconnected. There was no report of pt involvement. Ge healthcare¿s investigation is ongoing. A follow up report will be submitted once the investigation has been completed.